Event description:
After doing research - I realize the product used on my mother was being used off-label, and caused serious problem. My mother suffers from major depression. The research I found shows this device is approved for patients that have failed just one drug test of adequate dose and duration. My mother had failed 4 just in the last 4 months and was scheduled for ect. Instead she was pushed to tms - neuronetics - got worse, became suicidal and had to be admitted as an inpatient. There is no way she would have been sent to tms except for the doctors greed. I called around and no one is using the product one label using it for ptsd, right sided, different settings, bi-polar disease, etc. This company needs to be stopped before they make someone commit suicide because they arer not using their product for on-label use. I'm not even sure if this is the correct site to report the marketing of off-label use of the device... As I said I called 20 centers all are marketing it off label.